Event description:
The customer reported that prior to use on a pt, the iabp displayed "electrical fails code # 119" (front end cpu failure) on the screen. The iabp was replaced and the therapy was continued. No pt was involved.

Manufacturer narrative:
The company rep observed that the iabp showed "initializing" and continuous alarm tone and after 10 second display, the iabp showed the message electrical fails code # 119 (front end cpu failure). The company rep also observed that the main power supply switch was turned off and the unit ws running on battery. The company rep replaced the front end board assembly (part number 0670-00-0668e). The company rep performed calibration and functional tests. The unit met factory specifications and was returned to the customer. (B)(4).